Event description:
Patient was yelling for help stating that new spinal cord stimulator was shocking and hurting her. Staff had not been trained on how to turn off/control spinal cord stimulator. Pa and resident at bedside, spinal cord stimulator shut off. Spoke with doctor who stated no harm to patient. Unclear if product malfunction.